Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. The patient was found to have mesh in her bladder. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.